Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg will not be returned for analysis due to hospital policy. Postoperatively, the patient was doing well. Electrocautery was used.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative.